Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, after several inflations, the balloon ruptured due to high pressure exerted on it due to the severely calcified obstructive lesion. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). The returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 9mm from the tip of the device, there was a 19mm longitudinal tear in the balloon.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, after several inflations, the balloon ruptured due to high pressure exerted on it due to the severely calcified obstructive lesion. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient status was stable.